Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 349 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient was treated with an infusion and released after 3 hours.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.